Manufacturer narrative:
Section d4 expiration date was updated. The qc and calibration were acceptable. The alarm trace showed many "44-059 . 0xxxx" alarms. Based on the information that the negative result is assumed to be correct, and that there is no patient history of reactive hbsag results or any other infectious diseases, it can not be excluded that the elecsys hbsag ii results are false-reactive. However, repeatedly reactive results must be confirmed using a neutralization test to confirm the results. Product labeling states: "repeatedly reactive samples must be confirmed using an independent neutralization test (elecsys hbsag confirmatory test or elecsys hbsag ii auto confirm)." The elecsys hbsag ii assay performs within specification.

Event description:
The initial reporter received questionable elecsys hbsag ii results from one patient sample tested on the cobas e 402 analytical unit. On 26-jan-2026: the initial result from the analyzer was 2.08 cut-off index coi (reactive). On (B)(6) 2026: the first repeat result from the analyzer was 2.18 coi (reactive). The second repeat result from the analyzer was 2.06 coi (reactive). The third repeat result from the abbott alinity analyzer using chemiluminescent microparticle immunoassay (cmia) laboratory method was 0.250 s/co ("nonreactive").

Manufacturer narrative:
The cobas e 402 analytical unit is (B)(6). The investigation is ongoing.